Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a ''self check failure" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5 and h6 (device problem code). Device evaluation: the device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the forensic memory log. The device was put through extensive testing including full functional testing without duplicating the report. The smart pneumatic module (spm) board was replaced as a precaution. The device was recertified and retunred to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a ''run-time calibration failure 1051" message. Complainant indicated that there was no patient involvement in the reported malfunction.